Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was not returned to manufacturer.

Event description:
During preparation for a coil embolization procedure, a ruby coil unraveled on the tray prior to use. The damage to the ruby coil was noticed prior to use.